Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported priming failure with cassette during a test occurred for vitrectomy surgery. Also, aspiration failure occurred during surgery (the customer suspected that there may be clog of a cutter probe tube or in the cassette). Therefore, the cutter probes and the cassette were requested to be investigated. The surgery was completed after replacing the product with another one. There was no report of patient impact. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
The returned product was visually inspected, and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated constellation console representing the current software version was used to test the product. The ball in the drip chamber¿s check valve moved freely per specification. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. Product 1 could not prime and couldn't pass intraocular pressure (iop) calibration successfully. System message code (smc) 3305 was displayed on the console screen. Removing the aspiration line from the probe, the product could prime and pass iop calibration. Fluid flowed from the cassette through the distal end of the aspiration line, this concluded that there was no occlusion in the aspiration line. Product 2 could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.